Event description:
It was reported that a patient underwent a sling procedure in 2001. Three years ago, the patient started experiencing frequent bladder infections and discomfort in the bladder region. The patient had tested positive for e. Coli bacteria during one infection. The patient was referred to an urologist by her gynecologist and was diagnosed with having a small amount of urinary retention. The patient is scheduled to see a third surgeon for advice concerning her condition. No additional information.

Manufacturer narrative:
(B)(4). Urinary retention occured. Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.